Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and the check valve was not assembled according to product specification. The reported problem was verified. The cause of the condition was due to incorrect assembly of components during the manual assembly. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set would not prime. There was no patient involvement. No additional information is available.